Manufacturer narrative:
The immucor laboratory tested retention product on 03aug2016 which performed as expected.

Event description:
On (B)(6) 2016, an (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (4) on a galileo neo instrument.